Event description:
It was reported that the patient experienced infection with his inflatable penile prosthesis (ipp). The device was removed and a spectra concealable penile prosthesis (spp) was implanted. No further complications were reported. No more information is available at the moment, additional information was requested and will be provided as it becomes available.